Event description:
Spontaneous report from the united kingdom. Local reference: (B)(4). Authority reference number: (B)(4) from mhra. Quality complaint was opened: (B)(4). This initial serious case report was received on 29-jan-2024 from the dentist via partner by email. Follow-up #1 was received on 31-jan-2024 from the authority via affiliate by email. All information were processed together. Description of the incident (narrative): this report described device fragment embedded, needle broken and intentional device use for unlabeled indication on suspected devices solo stainless steel dental needle 30g long 0.30 x23 mm imperial in a 37-year-old female patient (w: 60kg), with an unspecified medical history during a manual vacuum aspiration. No further information was available regarding the patient. On (B)(6) 2024, the needle was used to inject lidocaine (batch number: #unknown, expiry: unknown) into the patient's cervix during a manual vacuum aspiration (intentional device use for unlabeled indication). The needle broke and the staff were unable to retrieve the needle. Repeated attempts to remove the needle at the time by gynaecologist and twice gynaecologist consultant was consulted and they were still unable to remove. The patient was sent to the operation theatre to have the needle removed. The following tests were performed: - on an unspecified date, x-ray confirmed the needle was retained. Other information of product: solo stainless steel dental needle 30g long 0.30 x23 mm imperial, batch number: #f11532aa, expiry date: 01-may-2027. This case is considered as serious due to surgical intervention required (cannula breakage in patient's cervix with impossibility of its removal). Manufacturer's preliminary comments: based on the information available, the report described device fragment embedded, needle broken and intentional device use for unlabeled indication on suspected devices solo stainless steel dental needle 30g long 0.30 x23 mm imperial in a 37-year-old female patient (w: 60kg), with an unspecified medical history during a manual vacuum aspiration. The needle broke and the staff were unable to retrieve the needle. Repeated attempts to remove the needle at the time by gynaecologist and twice gynaecologist consultant was consulted and they were still unable to remove. The patient was sent to the operation theatre to have the needle removed. No further information was available and no quality investigation will be performed. Therefore, considering the use of the device intentionally in an unlabeled indication, the causality is considered unassessable. Abnormal use is concluded. Based on the preliminary analysis, pending quality investigation, no CAPA is required. Manufacturer's final comments: based on the information available, the report described device fragment embedded, needle broken and intentional device use for unlabeled indication on suspected devices solo stainless steel dental needle 30g long 0.30 x23 mm imperial in a 37-year-old female patient (w: 60kg), with an unspecified medical history during a manual vacuum aspiration. The needle broke and the staff were unable to retrieve the needle. Repeated attempts to remove the needle at the time by gynaecologist and twice gynaecologist consultant was consulted and they were still unable to remove. The patient was sent to the operation theatre to have the needle removed. No further information was available and no quality investigation will be performed. Therefore, considering the use of the device intentionally in an unlabeled indication, the causality is considered unassessable. Abnormal use is concluded. No further information was available and no quality investigation will be performed. Therefore, considering the use of the device intentionally in an unlabeled indication, the causality is considered unassessable. Abnormal use is concluded. No CAPA implemented.

Manufacturer narrative:
Manufacturer's preliminary comments: based on the information available, the report described device fragment embedded, needle broken and intentional device use for unlabeled indication on suspected devices solo stainless steel dental needle 30g long 0.30 x23 mm imperial in a 37-year-old female patient (w: 60kg), with an unspecified medical history during a manual vacuum aspiration. The needle broke and the staff were unable to retrieve the needle. Repeated attempts to remove the needle at the time by gynaecologist and twice gynaecologist consultant was consulted and they were still unable to remove. The patient was sent to the operation theatre to have the needle removed. No further information was available and no quality investigation will be performed. Therefore, considering the use of the device intentionally in an unlabeled indication, the causality is considered unassessable. Abnormal use is concluded. Based on the preliminary analysis, pending quality investigation, no CAPA is required. Manufacturer's final comments: based on the information available, the report described device fragment embedded, needle broken and intentional device use for unlabeled indication on suspected devices solo stainless steel dental needle 30g long 0.30 x23 mm imperial in a 37-year-old female patient (w: 60kg), with an unspecified medical history during a manual vacuum aspiration. The needle broke and the staff were unable to retrieve the needle. Repeated attempts to remove the needle at the time by gynaecologist and twice gynaecologist consultant was consulted and they were still unable to remove. The patient was sent to the operation theatre to have the needle removed. No further information was available and no quality investigation will be performed. Therefore, considering the use of the device intentionally in an unlabeled indication, the causality is considered unassessable. Abnormal use is concluded. No further information was available and no quality investigation will be performed. Therefore, considering the use of the device intentionally in an unlabeled indication, the causality is considered unassessable. Abnormal use is concluded. No CAPA implemented.